Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An ophthalmic surgeon reported that the probe's actuation failed during a procedure. The status of the aspiration was not known. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
A review of the related device history record indicated that the product was processed and released according to the products¿s acceptance criteria. One probe sample was returned for evaluation. Actuation, aspiration, and cut testing were performed and all were deemed conforming. The evaluation cannot determine the root cause for why the end user could not get the probe to work properly. (B)(4).